Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 551 mg/dl with nausea associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support it was noted that the pump was working as it should but the patient stated that he did not change his site location. The patient stated that after he changed his site, his bg started to come into line. The basal delivery totals in the total daily dose matched the active basal, the basal history matched the active basal program and all boluses were recorded as programmed. The patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged use error.